Event description:
On (B)(6) 2011, company representative reported patient stated she was having issues with the buttons on her infusion device. Company representative stated patient reported having issues when she is trying to "boost." Patient is no longer on the line. Company representative reported patient is currently on her backup infusion device. On call back on (B)(6) 2011 patient reported she does not currently have the infusion device present. Patient stated the up/down arrow keys on the side of the infusion device is not working properly. Patient reported the rubber is peeling badly from the sides of the buttons. On call back on (B)(6) 2011 patient reported the up and down arrow buttons are not working. Patient reported she noticed the buttons were not working when she attempted to bolus. Patient stated the buttons pop back out when pressed. Patient was not aware of the recall. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.